Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented for new device, right ventricular (rv), right atrial (ra), and left ventricular (lv) lead placement. After placing the lv lead the physician was unable to remove the stylet and the pin separated from the lead in the process. The physician replaced the lv lead with another successfully. Patient was in stable condition before, during, and after the procedure.